Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the vessel sealer extend (cve) instrument had poor cauterization. There was no error in the logs. The user was completing the procedure as planned using a backup vse with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer did not observe any tissue change, it was not sealing enough, but the cut feature was possible. The instrument did not work at all. The issue happened from the beginning and there were no errors generated. There was an audible signal tone when the pedal was pressed during the sealing sequence. They also heard the seal cycle complete tone. Tissue effect was observed during the sealing cycle, but the tissue effect was not enough and the tissue that was not fully sealed was cut. The cut was made after the seal complete tone was heard. The target tissue was large omentum. No bleeding was observed due to the vessel sealer issue. To prevent bleeding, a back up instrument was used. The instrument was sent back to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extended (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection found no damage. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing. A review of the logs showed no errors. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.